Event description:
During a shunt pta treatment procedure, teh smash balloon dilatation catheter appeared to be damaged on the balloon material. During inflation of the balloon at the stenosis site, imaging showed the middle section of the balloon was "strangled" (restricted). The device was inflated to 15 atms, however the mid section of the balloon remained restricted. The physician suspected the difficulty was caused by a rigid stenosis. Following removal of the device from the patient, attempts were made to manually inflate the balloon using a syringe. Inflation attempts again showed the balloon restriction, indicating the issue ws due to deformation of the balloon, and not a rigid stenosis. No patient injuries of complications were reported.